Manufacturer narrative:
The investigation is ongoing.

Event description:
Per the field clinical specialist, during a transcatheter aortic valve replacement (tavr) procedure using a 29mm sapien 3 ultra resilia valve, the valve became stuck in the double-wrapped portion of the esheath. After the valve was unable to advance, the valve and sheath were removed together as a system. Once removed, a puncture was noted in the sheath, and a tine of the valve was bent. The operator then used a lunderquist wire to deliver a second valve. The second valve was delivered without issue. The patient did not experience any injury related to this event and was reported to be in stable condition following the procedure. The perceived root cause of the event was reported as vessel tortuosity. Additional actions taken included keeping the sheath straight, using a stiff wire, and flushing with propofol for lubrication. In addition, the physician stated that an acute bend in the vessel caused the valve to become stuck.

Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, and investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the s3u/s3ur valve configuration have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique, user error). The reported event of frame damage has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Available information suggests patient factors (tortuosity) and/or procedural factors (high push force) likely contributed to the event as reported "during a transcatheter aortic valve replacement (tavr) procedure using a 29mm sapien 3 ultra resilia valve, the valve became stuck in the double-wrapped portion of the esheath. After the valve was unable to advance, the valve and sheath were removed together as a system. Once removed, a puncture was noted in the sheath and a tine of the valve was bent" and "the perceived root cause of the event was reported as vessel tortuosity the physician stated that an acute bend in the vessel caused the valve to become stuck." Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.